Manufacturer narrative:
The subject device underwent visual and functional tests to assess the device status. The customer allegation was confirmed due to moisture inside the charged coupled device lens. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found.the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions. ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair ¿returning the camera head for repair¿. "Warning: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Warning - if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." . Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Event description:
It was reported that the camera head had a ¿blurry vision¿. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.